Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was high earlier at 500 mg/dl. Customer treated and brought it down to 95 mg/dl. Customer declined troubleshooting for the high blood glucose. Customer stated that she gave herself a temp basal and she just got on the pump. Customer was advised to follow up with her health care provider about her blood glucose.